Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and up arrow buttons were stuck and also stated that down arrow key was sticking but not as bad as act and up button. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that motor was slower and louder during rewind. The insulin pump will not be returned for analysis.